Event description:
It was reported that following an unrelated surgical procedure the ipg became unable to communicate with external devices. It is not known if the ipg was set into surgery mode prior to the procedure. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical procedure took place on (B)(6) 2024. Ipg was explanted and replaced.